Manufacturer narrative:
H4: device manufacture date: december 10, 2020 - december 14, 2020. H10: the device was received containing 99 ml of fluid in the bladder. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed coming out at the distal luer. A functional flow rate test was performed and the results were within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not infused any contents. The device was filled with 0.9% sodium chloride and 3g of cephazolin. The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.